Event description:
It was also reported that the entire explanted system was sent to pathology but the results were unknown at the time report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had a possible infection at the site of their implantable neurostimulator (ins). The patient presented in the emergency room early on the morning of (B)(6) 2015 with a complaints of elevated blood sugar, elevated temperature, warmth and pain to the left flank at the ins site. Laboratory testing was performed as part of the diagnostics testing. A CT scan performed at the ins site showed fluid present. It was initially planned to aspirate the ins site on (B)(6) 2015 but that was cancelled and follow up information reported that the entire ins system was explanted on (B)(6) 2015. There was no further information regarding the blood sugar levels or how the patient was doing but the patient was to be seen on their post-operative follow up (date not known). The indications for use for the implanted device were noted as spinal pain and post lumbar laminectomy syndrome. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.